Event description:
We are using 4ea philips fetal monitors -model avalon fm30's-. We have had numerous complaints regarding no calculation of the fetal heart rate, although there is a very strong audible doppler sound coming from the monitor. Without any user intervention, the fhr -fetal heart rate- will suddenly appear. We are using the monitors for nst's -non stress testing- in our high risk pregnancy pre-natal care area.